Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had chronic atrial fibrillation (af). Boston scientific technical services (ts) discussed that atrial sensing was on there were lots of events noted in the logbook which could decrease longevity and recommended to verify with the engineering. Additional information obtained from the field representative indicated that there was allegation on the longevity and device was reprogrammed. This ICD remains in service. No adverse patient effects were reported.